Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56. If we obtain add¿l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole ¿doctor said the clip didn¿t close fully. Almost like in cholangiogram zone. Opened another clip that worked.¿ patient status: ¿¿discharged , no problems¿